Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be performed due to the unresponsive button. The insulin pump was received missing the reservoir tube seal and with a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir window, and missing the end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 75 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the insulin pump was kept in their bra when the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.